Manufacturer narrative:
Review of the device history records revealed no deviations that would contribute to the reported complications. The product met all pre-determined acceptance criteria. Review of sterilization records indicate the product was processed in accordance with product requirements and met all pre-determined acceptance criteria for sterility. The cause of the complication can not be determined from the provided information or the manufacturing records.

Event description:
It was reported that the patient had unilateral, skin-sparing mastectomy followed by immediate reconstruction with a becker 35 adjustable implant and meso biomatrix. A surgical drain was placed in the subcutaneous space. The drain was removed when output was less than 50cc per day. The patient took oral antibiotics until the drain was removed. Approximately 1 month post-operative, the patient presented with seroma and a red patch on the left breast. The patient was started on antibiotics. The seroma was drained and the fluid was described as clear. Cultures showed no growth. Five days later, oozing was initially observed through the surgical wound, which later dehisced resulting in mesh exposure. On the next day, the patient returned to the surgical theater. Clear seroma was again drained, which showed no growth in culture. The meso biomatrix was described as 'jelly-like' in appearance and was not incorporated with the subcutaneous tissue. The mesh and implant were removed. The breast pocket was washed out and a new becker 25 adjustable implant was placed. The wound subsequently healed and the patient was well enough to start chemotherapy.